Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.04 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a burnt plastic. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed during the procedure. The procedure was completed with a new instrument. The patient did not experience any injury or adverse event during or after the surgical procedure. There was no video recording of the procedure available for isi review.